Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prn adapter was deformed, and leaked. The following information was provided by the initial reporter: after using the product for two or three days, the user found that the rubber part of a heparin cap was leaking, and then found that another one's rubber part of the heparin cap was deformed. There were 2 products in question.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 11/11/2020. H.6. Investigation: a device history review was conducted for lot number 0168558. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on visual analysis of the device submitted, our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper. To monitor occurrence such as these our team implements a pull test to confirm that the sleeve stopper is properly fixed into its position; we have increased the force requirements for this test as well as updated our finished goods inspection list and adjust temperature settings on the heat tunnels to increase the grip of the sleeve stopper. CAPA#1389644 was initiated. H3 other text : see h.10.

Event description:
It was reported that prn adapter was deformed and leaked. The following information was provided by the initial reporter: after using the product for two or three days, the user found that the rubber part of a heparin cap was leaking, and then found that another one's rubber part of the heparin cap was deformed. There were 2 products in question.